Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load sequence. The customer did not know the blood glucose (bg) level but indicated that it was "a little high", and was reportedly addressed via a manual injection. Reportedly, customer reverted to an alternate insulin pump for insulin therapy.